Event description:
Baxter (B)(4) received a report that there was leakage from a crack found on the tubing. The set had been used for 100 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). No further information is available at this time. If additional information becomes available, a follow-up report will be submitted.